Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Adjusted the audio options audio volume 1-5 and verified audio tone adjust accordingly. However, pump error 63 alarm confirmed in pump history due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.